Event description:
The surgeon reported that following a hernia repair, the permacol tissue had broken down. Permacol was implanted in an infected environment as the patient had a dirty wound and a pre-existing infection thought to be mrsa. The patient was treated with antibiotics and additional surgery was performed as the surgeon felt the hernia may recur in this situation. The surgeon when asked if the patient had any pre-existing conditions reported that the patient was very sick.